Manufacturer narrative:
The cause for the discordant advia centaur xp testosterone result is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A low advia centaur xp testosterone result was obtained on a patient sample and was questioned by the physician. The low result was considered discordant when compared to an alternate method. Repeat testing was not performed. The patient sample was tested as part of a method comparison. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp testosterone result.